Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are getting really frustrated with trying to charge the implanted neurostimulator (ins). Patient stated they have the recharger paddle up against their back and sometimes they sit for 2 hours and the green light continuously flashes and the controller will display recharging excellent or good and sometimes it will say try again. Patient stated they sat for 2 hours before and it goes from 30% to 50%. Patient added that the controller light never gets solid when recharging the implant but when the controller finished charging, the controller light gets solid. Patient added that if they push the up or down button it will be at 90% but it never turns green when it's at 100%. The patient was talkative. Patient were informed that they needed a new recharger; patient stated when they have the recharger paddle up against their body, the green light comes on and the controller will display recharging excellent and if they take a deep breath, it will display try again. Patient stated they think the paddle is defective because this time they had it plugged in and out and it came up with "software problem: cannot continue please call medtronic" message with the following details: 1_intellis, 2_3.6, 3_58, 4_qf_new while charging their implant. Patient stated that when they first tried the paddle, they could not get it to stay on so they used the tape from the doctor's office. Patient mentioned they tried to fix it themselves and adjust it but that did not resolve the issue. A week ago, patient stated they called a medtronic rep and were advised to reset the controller. Patient stated they spoke with a few reps. Patient stated they had their implant 2 and a half months ago but it's getting worse and worse. Agent clarified and patient confirmed that their rep was informed about this issue. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow into controller charging port and clean the recharging port pins. Patient confirmed controller turned on and the charging indicator light was flashing green. Agent had patient disconnect from the ac power supply and unlock the controller. Agent had patient connect the recharger and start ins recharge session. Patient stated it was hard to plug in the recharger to the controller; patient added they had difficulty putting in something into the controller port sometimes. Patient confirmed controller battery was at 80% and implant was at 60% with recharging excellent. Patient confirmed they still have their recharging belt and when they're using it, they remained still and avoid breathing, yet the connection still disconnects and they will try again. After a couple of seconds, patient saw "poor recharge quality" message while charging the implant. Patient noticed that when they move or breath, the connection stops. Patient added that sometimes it takes an hour and a half to charge the implant from 30% to 50%. Patient denied any recent falls or traumas near the implant site. Patient confirmed controller battery was at 70% and implant was at 70% with recharging excellent. Patient stated the controller displays 'finished' when fully charged but the implant isn't. Patient added the controller shows 100% but it still shows recharging so they reset the controller. Patient stated they usually see the nurse practitioner. For the event date, patient stated probably a month ago. Patient added that they had their implant for a while and they're done with their 6 weeks checkup. Patient also mentioned that while sitting on the couch, their leg began buzzing. Agent reviewed information and redirected the patient to their doctor.additional information was received from a patient. They reported that patient (pt) called back repeating information from this case. Pt stated that 'it has always done this': when they plug the paddle into the controller, ins charging took 2 hours to go from 20%-40% and quality would go from excellent to good. Pt stated they had to reset the controller but that did not seem to help. Pt stated they talked to manufacturer last friday and was told they may need a new recharger. Agent asked - pt stated that they charge the ins with stimulation on. Agent recommended to turn stim off when charging the ins and to monitor ins charge duration. Pt noted that they used to turned stimulation off at night when they go to bed but, they were told 'not to do that'. Pt stated that they would see recharging excellent and they woudl take a breath and then see the "triangle thing' and to reposition. Pt denied damage to external equipment and denied falls/trauma. Pt stated there was gooey substance on the paddle because they used hospital tape to secure the paddle to their body but now, they use the belt. Pt again mentioned the buzzing in their leg and the were told by a rep to turn stimulation down - agent redirected to healthcare provider (hcp) to further address the issue. During the call, pt noted they still had pain in their legs and lower hip. Agent reviewed if replacement recharger does not resolve ins charge quality issue, to follow up with the hcp. Agent sent request to repair to replace the recharger.additional information has been received stating that the medtronic reps told patient that if they had set it too high (patient leg was extended!), it would buzz. Setting it lower did help. The physician's office recommended the patient to talk to the medtronic reps. Received a new module via fedex and it has definitely decreased charging time. Still have some buzzing and it has increased some. Patient will adjust each level on the device. Patient will call the doctor's office if it doesn't improve. Patient has been given a suggestion by rep to for a schedule to try the settings a.b and c to determine the best setting and level of stimulation.patient called back and reported that they are still having trouble charging the implant. Patient stated they had the patient to turn off the stim to do 'stim holiday' for a couple of weeks. The first night they turned on the stimulation they sat for 2 hours and had the charger over their battery and green light was blinking. Patient said the recharger was down from 100% to 50% (agent understood that is the controller) and the implant went from 10% to 30%. For the last 3 days they turn on the controller and saw the no device found message so they make sure the controller was close to their implant and tried to reset the controller a couple of times but that didn't resolved the issue. Patient said they know how to turn the stim off but since they want to adjust the settings they couldn't do it because of the no device found message. Patient also mentioned the implant took 'extremely' long time to charge it even when the green light was blinking and was making sure the controller was fully charged before charging the implant. Patient said the when the recharger was replaced it helped but when charging the implant even there is a green light on the controller and showed excellent recharge quality but if they like 'breathe too deep' the yellow warning line appeared and not working anymore. Patient mentioned they were experimenting with their program a, b and c .during the call agent had patient to clean the connection pins and reviewed recharging best practices. Patient confirmed they were able to charge the implant showed 100% (down to 90%) for the controller and orange triangle for the implant with excellent recharge quality. Patient denied recent physical traumas, falls and weight changes. Patient mentioned when they first had it done it did them 50% improvement but it had gone down to 20% as for the pain level that they had. Patient also asked on how the adaptive stim works. Agent reviewed adaptive stim function but wasn't able to walk the patient through since the implant was depleted. Agent redirected patient to their hcp to set up an appointment with rep to further address the issue. Pt also mentioned having a their recharger replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.